Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat enterocele, cystocele, rectocele, vault and pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 and on (B)(6) 2008 due to vaginal mesh extrusion,perineocele and dyspareunia due to mesh retraction. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient underwent a revision of vaginal mesh on (B)(6) 2009.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that the patient underwent revision of anterior/posterior colporrhaphy mesh, posterior colporrhaphy, and cystourethroscopy on (B)(6) 2011. No additional information was provided.